Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-07476 pertains to the other device. It was reported that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.